Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. An air flow sensor, sensor board and oxygen flow sensor were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found on the return parts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
It was reported that the ventilator was not reading the volumes on the display. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found the unit failed the air flow accuracy test. The se replaced the oxygen, air flow and sensor board to address the reported issue. The unit passed all testing.